Event description:
It was reported that the insulin pump alarmed button error. The customer stated the device had a crack on the front. The customer's last blood glucose was 131 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad traces. Insulin pump received with cracked display window corners, battery tube threads, reservoir tube lip and minor scratches on display window.